Event description:
It was reported that the pt had no stimulation sensation. It was a sudden loss of stimulation. The pt went to turn stimulation on and felt no paresthesia. It was confirmed that stimulation was on with the pt programmer. The pt's voltage was normally around 7. The pt normally had stimulation on for 2 hours then off for 2 hours. The pt also turned stimulation off at night. The pt noted that stimulation was working fine. He turned it off to go to bed, and then when he went to turn it back on the following morning, no stimulation was felt. The pt was programmed 0+, 1-, 2+ for program 1 with pulse width of 240 and 4- 5+ for program 2 with pulse width of 210. A rate of 30 was used for both programs. The stimulation was increased to 10.2v and the pt still had no stimulation sensation. Interrogation noted the battery was ok. Movement did not cause stimulation changes. The pt was to have an x-ray to assess if the lead had migrated and assess system connections. Pt was unable to obtain x-rays that day of the report, and was to obtain them at a different time. No results, treatment, or pt outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).